Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderated tortuous forearm arteriovenous fistula. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation and was initially inflated at 18 atmospheres. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was removed intact outside patient's body. Upon inspection, a pinhole was noted. The procedure was completed with another 5mmx40mm mustang balloon catheter. No patient complication were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a microscopic examination of the balloon material identified a pinhole in the balloon. The pinhole was located 1mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the pinhole. As part of the analysis an attempt was made to inflate the balloon, however liquid leaked out through the pinhole site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).